Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine (lot# vb20a60196, vb20a60259) in the malar and nasolabial folds. Around 15 months later, the patient had an injection with rennova lift (non-allergan hyaluronic acid filler) in the malar and mentonian region as well as rennova fiel (non-allergan hyaluronic acid filler) to the lips and dark circles. About 10 months later the patient had a non specific viral episode that was mild and had spontaneous solution. Patient developed edema and sensation of palpable filler in the injection sites. Patient also had hardening of the injected areas which lasted approximately 21 days. Patient symptoms evolved into edema and palpable nodules in the malar region, tear trough and prejowl region (jw4). Patient denies having a fever, constitutional symptoms and local pain. Patient was treated with clarithromycin, prednisone and loratadine. Symptoms are regressing after starting treatment. Additional information from the healthcare professional revealed ¿all tests performed were normal (hemogram, x-ray of the face, crp). Ultrasonography of the face identified the implants on the face, but no signs of inflammation or local collection. Patient has evolved with resolution of the picture to the present date. [Patient] had 15 days of clarithromycin, loratadine and prednisone. Still in progressive weaning of the corticoid, without complaints.¿this is the same event and the same patient reported under MDR ID #3005113652-2018-01594 (allergan complaint # (B)(4). This is the first MDR submitted for the first suspected product, juvéderm voluma with lidocaine (lot# vb20a60196).

Manufacturer narrative:
Additional information: device history record found no significant anomalies. No deviations or non-conformances were found.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, sensation of palpable fillers, palpable nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine (lot# vb20a60196, vb20a60259) in the malar and nasolabial folds. Around 15 months later, the patient had an injection with rennova lift (non-allergan hyaluronic acid filler) in the malar and mentonian region as well as rennova fiel (non-allergan hyaluronic acid filler) to the lips and dark circles. About 10 months later the patient had a non specific viral episode that was mild and had spontaneous solution. Patient developed edema and sensation of palpable filler in the injection sites. Patient also had hardening of the injected areas which lasted approximately 21 days. Patient symptoms evolved into edema and palpable nodules in the malar region, tear trough and prejowl region (jw4). Patient denies having a fever, constitutional symptoms and local pain. Patient was treated with clarithromycin, prednisone and loratadine. Symptoms are regressing after starting treatment. Additional information from the healthcare professional revealed ¿all tests performed were normal (hemogram, x-ray of the face, crp). Ultrasonography of the face identified the implants on the face, but no signs of inflammation or local collection. Patient has evolved with resolution of the picture to the present date. [Patient] had 15 days of clarithromycin, loratadine and prednisone. Still in progressive weaning of the corticoid, without complaints.¿ this is the same event and the same patient reported under MDR ID #3005113652-2018-01594 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juvéderm voluma with lidocaine (lot# vb20a60196).